Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: component of the foreign material, zinc chloride, is not originated from scopes but is used for medicines. Therefore, we could not specify why the material adhered to the switch (sw). There were cases at other facilities in which slight amount of chlorine and chlorine gas from chemicals for non-olympus reprocessors repeatedly seeped into sws via rubber parts. Eventually, the sws malfunctioned. The current case may have caused the same as above. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign objects and foreign material was confirmed on contacts of the switch 4 (sw4). There was no patient involvement.